Manufacturer narrative:
This is default text configured for block h10.

Event description:
Presumed pseudosepsis/ acute inflammation [pseudosepsis]. Case narrative: this is a serious spontaneous complaint case received from a physician in australia. This report concerns an 82-year-old female patient, who experienced presumed pseudosepsis/ acute inflammation during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration, route and dose for an unknown indication. The patient received 1st injection on (B)(6) 2025, 2nd injection on (B)(6) 2025 and 3rd injection on (B)(6) 2026 on left knee and 1st injection on (B)(6) 2026, 2nd injection on (B)(6) 2026 and 3rd injection was cancelled on right knee. Each injection administered used 2 cc of euflexxa with 1cc of 0.75% ropivacaine. Lot number and expiration date was unknown. On an unknown date, the patient underwent a CT-guided euflexxa injection to both knees at a radiology clinic. The procedure was performed using a 25-gauge needle; further details regarding needle type, length, manufacturer, and lot number were not available. Prior to administration, the blister and syringe were confirmed to be sealed and free from visible abnormalities. The product had been received in an insulated container with ice bricks, unpacked upon arrival, and stored in the clinic refrigerator until use, being removed only when the patient was ready for injection. Subsequently, the patient experienced symptoms and was diagnosed by their gp with presumed pseudosepsis/acute inflammatory reaction following the injection. The patient was not hospitalized and was managed in the community, with the understanding that if there had been significant concern for infection, referral to our service (light) for joint aspiration would have occurred. A physician from the radiology clinic later reported that nine patients in total were affected. Detailed information was unavailable for five of these patients, as the cases had been communicated to the clinic by the public health unit at the district hospital. More detailed information was available for four patients, three of whom had received product from the same batch. No samples from the exact affected box were available, as all units had been used; however, product from the same batch number (from a different box) could be provided. No samples were available from the opened box. On (B)(6) 2025. X-ray demonstrated a small suprapatellar joint effusion and underlying osteoarthritic changes, and no imaging has been performed post-injection. Action taken with euflexxa was unknown. The event of presumed pseudosepsis was serious due to medically significant. At the time of reporting, the outcome of presumed pseudosepsis was unknown. No concomitant medication was reported. Co-suspect medication included 1cc of 0.75% ropivacaine for an unknown indication. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related. Sender comment: although important information (such as medical history, laboratory findings, concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced pseudosepsis could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: internal # - others = (B)(6), source case = (B)(4), source case = (B)(4), source case = (B)(4). Follow-up information was received from a healthcare professional on 16-feb-2026. The seriousness criterion of hospitalization was removed. Description as reported for the event has been updated. Additional laboratory data were provided, and further information regarding product storage conditions and euflexxa was added to the report.